Manufacturer narrative:
Batch review performed on 03 may 2021: lot 165573: (B)(4) tems manufactured and released on 21-dec-2016. Expiration date: 2021-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs department: femoral component (stem, head and liner) revision performed 4 years after primary cementless total hip arthroplasty. No information concerning patient age, general health status and the presence of comorbidities is available. Despite the poor quality of radiographic image provided, signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery 4 years after primary for stem loosening. The surgeon revised successfully the stem, head and liner.